Event description:
The coil was ready to detach but the marker bands were not aligned- they were out by approx 1-2cm. The coil was in the aneurysm but the marker bands were still 1-2cm from the proximal marker. Physician detached the coil as he could see it was in the aneurysm, and it did detach successfully. There was no pt injury.